Event description:
Initial surgery was performed (B)(6) 2013, during which an inter fixated anterior cervical interbody device was implanted in the c5-c6 disc space. Approximately 4 months following surgery, the superior screw in c5 was noted to have fractured mid-shaft. The two inferior screws appear to be intact in the radiograph and no migration of implanted parts appears to have occurred. Per the surgeon, the patient proceeded to fuse at the treated spinal level despite the screw fracture and no revision surgery is planned at this time. The patient will continue to be monitored radiographically.

Manufacturer narrative:
(B)(4). The reported event was confirmed via radiographic examination. Revision surgery has not been reported to have occurred and the device is not available for further evaluation. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular of visceral injury."